Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Based on device analysis, the potential for forward firing may exist.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, with approximately 17,200 joules used and 3:52 minutes expended, laser firing out the end of the fiber was observed. The tip (cap) was cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok" reported. No patient injury was reported.